Manufacturer narrative:
Additional manufacturer narrative: no specific device information was provided. Therefore, review of the manufacturing records could not be performed and no UDI is available. The device was not returned. Consequently, direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Event description:
During review of the article (accepted manuscript: authors: f. Pedersoli, p. Isfort, s. Keil, f. Goerg, m. Zimmermann, m. Liebl, m. Schulze-hagen, m. Schmeding, c. K. Kuhl, p. Bruners; stentgraft implantation for the treatment of postoperative hepatic artery pseudoaneurysm; cardiovas intervent radiol (2016) 39:575-581, doi 10.1007/s00270-015-1274-1 it was observed in case #7 that follow-up CT imaging 3 days post implant of the gore viabahn&#59397;endoprosthesis & atrium advanta covered stent, clinically asymptomatic complete occlusion of the stent graft was observed.